Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Loss of right ventricular (rv) capture was also noted with a non boston scientific rv lead, and the patient was not feeling well. The patient's intrinsic rhythm was observed at a rate in the 40 beats per minute (bpm) range. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.